Event description:
A healthcare professional reported that before a vitreoretinal procedure, the probe could not cut. No further information is expected.

Event description:
A healthcare professional reported that during a vitreoretinal procedure, the probe could not cut. Additional information and product sample have been requested for this report.

Manufacturer narrative:
A device history record review for the probe lot was conducted. According to the device history record review, the lot was reprocessed for an anomaly (damaged cutting edge failed cut) that could have contributed to the customer complaint. The devise history record review did not point to a root cause because the lot was reprocessed and the product released met the manufacturer's acceptance criteria. A complaint history examination indicates no additional complaints were associated with the probe lot. Because a sample was not returned and the lot information indicates the product was released based on the manufacturer¿s acceptance criteria, the root cause for the customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).